Manufacturer narrative:
The insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 512 mg/dl the morning prior to call and no form of treatment was reported and no high blood glucose troubleshooting was performed. Customer stated that the insulin pump esc and act buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.